Event description:
It was reported that the o2 hose connected to the ventilator was damaged. There was no patient harm. Mnufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the aga o2 hose was damaged and replaced. No parts has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).